Event description:
It was reported that flowtron excel ac550 pump on the night of the (B)(6) was heard by a nurse to be crackling and some smoke noted. This was reported to (B)(4) service department and technician attended the trust site to carry out the service exchange. Unfortunately the trust refused to remove the item for inspection from site unit. No consequences or impact to patient or medical staff reported.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.